Manufacturer narrative:
Refers to the main device. Other components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, it was reported that the patient's pump and catheter were removed at some point in the past due to an infection. Additional information was received on (B)(6) 2017 from the manufacturer's representative. It was reported that the medical staff had informed the rep that the patient no longer had the pump as they had been removed sometime in the past due to infection. The patient's current health care provider was reported. It was noted that the pump was implanted in (B)(6) 2006. The rep noted that this would seem to indicate that the pump had been removed many years prior as the pump the patient had only lasts 6 to 7 years at the most. The rep had no further information. No further complications were reported.

Manufacturer narrative:
Other components include: product ID 8709 lot# (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2006 product type catheter. Updated to reflect the information received on 2017-sep-01. Updated to reflect the explant date reported on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-sep-01 from the hcp. It was reported that the date of the patient's infection was unknown as it had occurred at a different facility. It was reported that the pump and catheter had been explanted on (B)(6) 2006. It was reported that the explanted devices would not be returned. No further complications were reported.